Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report under conclusion code.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an error message occurred on the programmer when trying to print at the end of the session at a pediatric facility resulting in the programmer screen going blank. The programmer rebooted without difficulty. No patient complications have been reported as a result of this event.